Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "[indications for use]: this device is an indwelling catheter in the bladder for urinary drainage." The reported event was confirmed as cause unknown. (B)(4). The device was discarded.

Event description:
It was reported that while the doctor was placing a stent in a patient that allegedly suffered an aneurysm near the heart, the doctor used approximately 8 cm of a blue sleeve from a foley catheter to cover a heart catheter from a different manufacturer. Upon placing the stent, a piece of the blue sleeve became stuck, resulting in the sleeve remaining in the aneurysm. The doctor was unable to obtain the piece of blue sleeve because the stent had already been placed in the aneurysm. No additional information is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that while the doctor was placing a stent in a patient that allegedly suffered an aneurysm near the heart, the doctor used approximately 8 cm of a blue sleeve from a foley catheter to cover a heart catheter from a different manufacturer. Upon placing the stent, a piece of the blue sleeve became stuck, resulting in the sleeve remaining in the aneurysm. The doctor was unable to obtain the piece of blue sleeve because the stent had already been placed in the aneurysm. No additional information is available.